Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a liver procedure; while closing down on tissue, the clip applier formed multiple ¿scissored¿ or mishappen clips. It is not known how the procedure was completed. There were no patient consequences reported. The device will not be returned.